Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable and x-ray tube were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a stator not on error message. This error message will likely cause the system to shut down.